Event description:
On (B)(6) 2012, the pt reported when he removed his infusion device from his infusion device from his pocket on (B)(6) 2012 it "zapped" him. He stated it felt like static electricity shocked him. He stated now the check button does not work. He changed the battery and e8 (power interrupt) was displayed. He was unable to clear the e8 by pressing the check button. He stated all buttons were unresponsive. He stated the infusion device had not been dropped. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.